Event description:
Additional information was received indicating the issue of unexpected ipg shutdown was resolved following implementation of a software update.

Manufacturer narrative:
The fsca number is included in this report.

Manufacturer narrative:
Patient weight is unknown. Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) stimulation unexpectedly turning off advisory notice issued by abbott on 16 may 2024. Fsca number is pending.

Event description:
It was reported the patient's ipg shutdown unexpectedly. As a result, troubleshooting was able to restore therapy. Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) stimulation unexpectedly turning off advisory notice issued by abbott on 16 may 2024.

Manufacturer narrative:
The event of ipg turning off was reported to abbott. Patient's ipg was turning off by itself, but they later turned it back on and had no further issues. The results of the investigation are inconclusive as the device was not returned for evaluation; however, data logs were received. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. As a result of this finding, abbott is performing further investigation

Manufacturer narrative:
The event of ipg turning off was reported to abbott. Patient's ipg was turning off by itself, but they later turned it back on and had no further issues. The ipg update was confirmed so the patient will no longer experience the issue of their therapy turning off. The generator log was checked using the liberta firmware version check software to confirm the update had been completed. The liberta firmware version check software confirmed the current nordic version of the ipg is 1.1.1.29 and the current msp version is 1.1.1.67 indicating the fw update was completed successfully. The ipg update was confirmed so the patient will no longer experience the issue of their therapy turning off. The results of the investigation are inconclusive as the device was not returned for evaluation; however, data logs were received. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. As a result of this finding, abbott is performing further investigation.